Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was left implanted after the leads were explanted due to infection, to be used with a temporary pacing lead. The pacemaker was explanted when a new system was implanted. No additional adverse patient effects were reported.